Manufacturer narrative:
Examination of the submitted device confirmed the reported event. Monitor through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The instrument broke where the screw tightens to the cutting block. The flat solid "washer" piece of screw broke off so the threads could be seen on bottom side of yolk.